Event description:
Procedure type: wedge resection with vats. According to the reporter: the surgeon was not aware of a situation that some part of e-gia cartridge had dropped down in the thoracic cavity. The pt came back to the hospital because of chest pain. When surgeon checked the image of the x-ray, he found foreign material in the thoracic cavity. He decided to perform a re-operation. When he checked the material, the device's I-beam material was found in the cavity. The part was explanted on (B)(6) 2011 and pt status is currently fine. Original procedure date: (B)(6) 2010.

Manufacturer narrative:
(B)(4).